Manufacturer narrative:
Device eval by manufacturer: a visual examination of the returned device identified that approximately 7mm of the blade and pad were noted to have lifted on one of the blades. Although this section of blade and pad was lifted, it had not detached from the balloon. No other damage was identified to the other blades. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon was visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. No issues were noted with the tip, markerbands, or the shaft of the returned device.

Event description:
Reportable based on device analysis completed on 09 jul 2021. It was reported that the product did not work. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the product did not work and the doctor could not do anything. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that one of the blades and pad was lifted.